Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. The user facility was notified of the event on (B)(6) 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This is MDR three of three (1825034-2011-00820 through 00822) for this event. (B)(4).

Event description:
It was reported that patient underwent a tibial procedure on (B)(6) 2011. During the procedure, the surgeon was inserting locking screws proximally when a long inserter and connector fractured. Subsequently, during implantation of the distal screws, a short inserter became twisted. Another set of instruments was used to complete the procedure with no reported injury to the patient or significant delay to the procedure.

Manufacturer narrative:
Fracture artifacts suggest a torsional overload. (B)(4).